Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-10-27. H6: investigation summary: one open 31g x 5 mm pen needle sample and one photo were returned from lot. No. 0266085, cat. No. 320129. A clog test was carried out on the returned sample as per tp700483 and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. No issues were observed on the returned sample therefore no root cause can be identified. H3 other text : see h10.

Event description:
It was reported that bd pen ndl 31ga 5mm 14bag 700cas jp was unable to deliver medication. The following information was provided by the initial reporter: the user reported that drug hadn't come out.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd pen ndl 31ga 5mm 14bag 700cas jp was unable to deliver medication. The following information was provided by the initial reporter: the user reported that drug hadn't come out.